Event description:
Rec'd notification of complaint concerning above product via medwatch form filed by facility. Spoke with director of nursing who reported that approx 30 minutes into the treatment, the health care was alerted to an air detector alarm. Upon inspection, found the arterial line disconnected from the tesio catheter. Blood loss estimated at 200-250cc via the open end of the catheter and another (approximate) 100cc from the loss of blood in the extracorporal system. Health care reports that connections were secure and access visible prior to the event. The pt was not responsive but vital signs were present. Transported to local hospital via ambulance. The pt respiratory arrested (in the ER), life support initiated. Pt rec'd at least two transfusions during hospitalization. Pt has since recovered and returned to the outpatient clinic. The actual sample was discarded on the day of the event. This was the eighth use for this line. Had been previously used 7 times, without incident, prior to this event. The director of nursing reports that this tesio catheter had been in place for three days prior to this event. A response letter has been sent to the facility.